Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a vantage pipeline was very uneven when deployed and appeared to be pointing into the wall of the artery. The physician used a balloon to open up the vantage further. The patient was being treated for a carotid dissection with a distal and a proximal landing zone of 5.5 mm. Vessel tortuosity was moderate.  The physician used a 6x50 vantage to fix a carotid dissection. A second 6x40 vantage was required proximal to this as the dissection was long. The proximal end of the 6x40 was very uneven when deployed and appeared to be pointing into the wall of the artery, even though the artery itself at this point was very straight. After physician used a balloon to open up the vantage further and there was good blood flow but still a slightly uneven appearance. The pipeline and accessory devices were prepared as indicated in the instructions for use. The angiographic result post procedure was reasonable, unusual proximal stent position. No symptoms were reported additional information was received indicating the cause of the event was not determined. The pipeline as not positioned in a bend and there was no friction or difficulty during delivery or positioning.